Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012561866); product type: 0195-heart valves; implant date: non-implantable device product ID l-evprop34 (lot: 0012056287); product type: 0195-heart valves; implant date: non-implantable device product ID: dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evproplus-34, following valve implant, a post-implant balloon dilation was performed. However, the valve dislodged due to an unstable balloon dilation. Subsequently, a second valve was implanted in the patient.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evproplus-34, following valve implant, a post-implant balloon dilation was performed. However, the valve dislodged due to an unstable balloon dilation. Subsequently, a second valve was implanted in the patient. Additional information was received indicating the following: a pre-implant balloon dilation was not performed at the outset of the procedure, the post-implant dilation was performed due to a valve frame expansion issue, the patient was rapid paced (180 beats per minute) during the post-implant dilation, and the second valve was implanted valve-in-valve in the dislodged valve.